Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3387, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, product type: extension; product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported in (B)(6) 2013 the right side of the head had an infection and ¿frequent procedures¿ were provided. In (B)(6) 2014 the left side was implanted. The left lead had been placed running down the right side of the head and thus the infection extended to the left chest. In (B)(6) 2014 the entire right side system was explanted. The left lead was repositioned so that it ran down the left side of the head and the left extension and stimulator were also replaced with a new one. Hospitalization was required due to the event and the event was considered related to the lead and not to the stimulator. The patient¿s outcome was noted to be recovered. Refer to manufacturer report # 3004209178-2015-00284 for report on infection at head and replacement of right sided system.